Manufacturer narrative:
The customer's calibration and qc results, and sample pre-analytic details were requested but not provided. The alarm trace showed sample clot alarms on the day of the event. The field service representative adjusted sample and reagent probes. The investigation is ongoing.

Event description:
There was an allegation of questionable ca calcium and alb2 albumin gen.2 results for 1 patient sample on a cobas 8000 c 702 module. The initial calcium result was 0.44 mmol/l and the repeated result was 2.25 mmol/l. The initial albumin result was 0.4 g/l and the repeated result was 37.3 g/l. The sample was repeated due to the clinician reporting unexpected results. The results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The investigation found that the reaction curve for the initial alp result appeared to not contain sample material when compared with the typical reaction curve. An alp test was performed on the sample at the same time as the erroneous ca and alb and produced a result that was < 0g/l. This is indicative of a sample pipetting issue due to contamination of the sample probe caused by either an issue with sample quality or insufficient operator maintenance. The results from the precision check were acceptable. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.